Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous creatinine (crem) test results produced by the unicel dxc 800 pro synchron chemistry analyzer for several pts. The initial crem results were in the range of 0.12 to 0.92 mg/dl. Most of the samples were repeated and gave results in the range of 0.62 - 1.84 mg/dl. No effect to pt treatment, according to the lab the results were corrected prior to any treatment.

Manufacturer narrative:
No known issues with the samples. Controls are run every 8 hrs, and were within specs before the issue. Controls were not run after the incident. The operator noted the modular chemistry (mc) sample probe was dripping. The customer called cts (customer technical service), and was instructed to check all mc sample probe fluid connections, but this didn't resolve the issue. Fse (field svc engineer) was on-site and found the wash collar on the mc probe not evacuating the wash solution. The fse cleared a clot from the wash collar vacuum valve. Even though the fse reported a clot in the mc probe wash collar vacuum valve, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.